Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 from the patient that she has had a recent onset of a shocking sensation with her vns stimulation. The patient reports that she visited the ER and the vns was interrogated. The patient reports that interrogation revealed an issue, but the patient was unclear on what the issue was. The patient stated that the reason she was at the hospital was to visit her sister and then she could not feel the stimulator going off. She states that she usually feels it but on sunday (B)(6) 2016 she did not feel it. She was worried so she went down to the ER to ask if they had a doctor on staff that could come down to check her vns to make sure it was working. She also mentioned that she feels shocking sensations similar to the feeling of "putting your tongue on a 9v battery." She has been experiencing this on and off for about two weeks. The last time she experienced this sensation was (B)(6) 2016. The pain that she is feeling with stimulation is located in the neck area just above the incision. She states that she also feels the wire in the neck area. The patient requested to have her setting increased to 0.50/20/250/30/5.0 and she tolerated the new settings. The patient did state that she fell two weeks ago when she had a seizure. It is unknown what unusual thing was seen at the ER visit since there was nothing out of the ordinary seen on (B)(6) 2016 visit. Attempts were made to the ER to gather more information but have been unsuccessful to date.

Event description:
Information was received from the ER stating that: "we are unable to comply with your request at this time for the following reasons: we show no treatment at this facility for the dates of service you requested."

Manufacturer narrative:
Corrected data, initial MDR reported non-reportable events, initial MDR should not have been submitted.

Event description:
On (B)(6) 2016 it was reported that the patient no longer feels shocking sensation but does indicate an increase in pain in left side of neck near the wires. Initially the even of painful stimulation should not have reported since the diagnostics were within normal limits indicating that there was no device issue.